Manufacturer narrative:
Device used for treatment, not for diagnosis. Garcia, b; et al (2002) type vi schatzker fractures of the tibial plateau with a hybrid external fixation device and percutaneous screws. This report is for an unknown ao hybrid external fixator (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: garcia, b; et al (2002) type vi schatzker fractures of the tibial plateau with a hybrid external fixation device and percutaneous screws. Rev. Ortop traumatol 2: 137-140. The study is to evaluate the treatment of schatzer IV tibial plateau fractures with the ao hybrid external fixation device. From november 1998 to june 2000, 9 patients with a type vi schatzker fracture of the tibial plateau were treated, 6 men and 3 women, with an average age of 44 years. The average surgery time was 105 min (minimum: 75 and maximum: 170 min). All of the fractures healed in an average time of 4.5 months (minimum: 3.5 and maximum: 5 months), excluding the case of pseudoarthrosis. The complications recorded were one case of metaphyseal-diaphyseal deviation of a rod of 10 degree which was tolerated by the patient; 3 cases of infection, 2 slight superficial wounds on the path of the nails, which were treated with oral antibiotics and outpatient cures, and one severe case of a superficial wound, also on the path of the needle, which required a hospital stay and intravenous antibiotics. Two cases developed early degenerative signs (after one year) and presented a flex contracture of 5 degree degrees. Finally, there was one case of pseudoarthritis of the metaphyseal-diaphyseal area, which required inserting a bone graft. This last patient was monitored in another center, and was operated through internal osteosynthesis with a place, and healed at 3 months. This report is 3 of 3 for (B)(4). This report is for an unknown ao hybrid external fixator and refers to the serious injury of patient who experienced early degenerative signs.